Manufacturer narrative:
Follow-up #1: date of submission 11/02/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 10/08/2016 with the following findings: the entire keypad was peeled off and corrosion was noted on all keypad button contacts. Moisture was also visible on the display. A leak test failed due to a keypad leak. Unrelated to the original complaint, the battery compartment was noted to be cracked. A crack was also noted at the bottom of the display lens. Corrosion was found on the printed circuit board and on the motor assembly. No moisture was found in the battery compartment. In addition, the display was dim and pink. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that all keypad buttons were under-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.